Manufacturer narrative:
Unit had a solid while lcd on the upper half of the display and a lineith blank display on the lower half, problem isolated to pcba1. Unable to perform the functional test, including the self, sleep and active operating currents, displacement, basic occlusion, occlusion, prime, force system sensor due to display anomaly. No crack noted on lcdglass. No cosmetic damage noted on the pump case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 216mg/dl at the time of incident. Troubleshooting found that the display screen is cracked and the customer cannot read the screen. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.